Event description:
On (B)(6), 2013 3m espe was informed about an adverse event that occurred after the use of 3m espe protemp 4 (note: the brand name for 3m espe protemp 4 in the USA is 3m espe protemp plus) and other dental products. After the dental treatment the patient began suffering from redness in pharynx and mouth, swelling of the throat and respiratory problems. The symptoms were described by the dentist as flu-like. A general practitioner treated the patient with antibiotics. After this the symptoms vanished and the patient is fine.

Manufacturer narrative:
Until the date of this report the product wasn't returned to 3m (B)(4). This product has been assessed for biocompatibility and has been found to be safe for its intended use. It has a favorable clinical use history. In the actual case espe protemp plus / 4 was used for the dental treatment among other dental products, e.g. Ne temp bond, a zinc oxide cement from a competitor and a local anesthetic (ultracain forte). During the treatment the dentist used latex gloves. At the date of this report it is not clear, what caused the symptoms. As the symptoms vanished after the treatment with antibiotics, it can be assumed, that also other factors like a communicable disease could have been contributed to the incident. Note: the incident happened in (B)(6) where the brand name for the product is 3m espe protemp 4. In the USA the product is named 3m espe protemp plus.